Event description:
It was reported that the ventilator was "fluttering" on expiratory phase and was also delivering one to two times more breaths than the pt was demanding. The ventilator had alarmed for high pressure, hi peep, and low peep. The pt was sedated at the time. After surgery, the pt was switched to another ventilator with no problems. No reported harm to the pt.